Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level of 60 mg/dl. The customer consumed food and drank juice to address the low bg level. The contact consulted with the healthcare provider and it was determined that the basal rate was set too high. The basal setting was adjusted. Tandem technical support had the contact perform a system check and the pump was found to be functioning as intended.